Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to FDA. (B)(4). Contact office address (B)(4).

Event description:
While the xray tech was inserting the anti scatter grid into table bucky, she received an electrical shock causing burn and blisters to her hand. The hospital¿s biomed found the wiring harness under the table to bucky to be damaged and exposing electrical wires.

Manufacturer narrative:
Additional narrative: when the user started to move the bucky module one of the wires of the shx9/sh14x1-vax3 cable broke. The interruption of the power supply (24v dc) of the brake caused a low power but high voltage spike. This spike was not compensated by the self-induction recuperation diode at the el. Magnet brake because this diode was also defective. The spike passed the black foil of the switch and entered the thumb of the user. This caused a low power el. Shock resulting in a slight blister at the thumb. However, the user finished the examination as planned and did not need medical intervention to preclude permanent impairment. The field service engineer checked the system and found that the shx9/sh14x1-vax3 and the self-induction recuperation diode were damaged and replaced them. After the replacement, the system was working as specified. No further actions required. Corrected data: adverse event or product problem (changed from adverse event to product problem). Type of reportable event (changed from serious injury to malfunction). (B)(4).